Event description:
The product from obp surgical, "onetrac lxs yankauer" should be sterile and inside of a sterile package. However, on numerous occasions sterility has been compromised. It has been noted that there has been human hair, and other debris inside of the sterile packaging which could risk infections and other complications for the patient.